Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her left side, on or about (B)(6) 2008. Pt has since then experienced pain, numbness, loss of mobility, and infection. Pt has not yet scheduled an explantation of the asr hip implant.